Event description:
It was reported when using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes while customer was drawing a patient, the gray top of the vacutainer detached from the tube. The following information was provided by the initial reporter. The customer stated: "customer is reporting issue with the rubber in the cap. Affected lot number 2132112. Steps taken with customer/troubleshooting: customer stated that that she encountered an issue with a gray top vacutainer at the sef ed. While drawing a patient, the gray top of the vacutainer detached from the tube. Upon looking at the cap, it was noticed that there was an issue with the rubber in the cap. Documented complaint and sent complaint questionnaire for more information."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cocked stoppers as all samples met specifications. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed related to the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of improper stopper function. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes while customer was drawing a patient, the gray top of the vacutainer detached from the tube. The following information was provided by the initial reporter. The customer stated: "customer is reporting issue with the rubber in the cap. Affected lot number 2132112. Steps taken with customer/troubleshooting: customer stated that that she encountered an issue with a gray top vacutainer at the sef ed. While drawing a patient, the gray top of the vacutainer detached from the tube. Upon looking at the cap, it was noticed that there was an issue with the rubber in the cap. Documented complaint and sent complaint questionnaire for more information."